Event description:
The customer reported that the system was freezing (locking up) on and off during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All circuit boards were reseated and a generator alignment and a filament calibration were performed. The system was then found to be operating as intended.